Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately < 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. According to the information received, it was reported a deflation on a saline breast implant. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 325cc breast implant and experienced deflation on the left side. Deflation was confirmed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 1/3/2019 indicated the patient underwent removal and replacement with a saline mentor smooth round moderate plus profile 325cc breast implant, catalog number 3502325, lot number 7598714, serial number (B)(4). Manufacturer¿s reference number: (B)(4).